Manufacturer narrative:
A follow up report will be submitted when additional information becomes available.

Event description:
It was reportd that during the ECMO centrifuge module presented an alarm and the name error on the display, thus interrupting the flow of the ECMO. Pinching the venous and arterial line, they turned the module off at the button on it, and turned it on again. The module reproduced a ¿pop¿ sound and a burning smell, while the code error appeared on the display. They quickly switched to manual rotaflow and temporarily maintained patient care until the new module arrived. In the provided picture the error code "error refrence" is displayed. No harm to person was reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that during ECMO the centrifuge module presented an alarm and the name error on the display, thus interrupting the flow of the ECMO. Pinching the venous and arterial line, I turned the module off at the button on it, and turned it on again. The module reproduced a ¿pop¿ sound and a burning smell, while the code error appeared on the display. According to the information by the ssu (service and sales unit) from 2020-10-19 the unit was tested and no defect could be detected. The tests were subjected to the equipment during the period of 6 hours, for a better observation at the level of "stress", both of its functioning and the use of its battery. The performance presented by the equipment was considered satisfactory, being the same evaluated as fit for use. Thus the reported failure "error refrence" could not be confirmed. The reported failure "error reference" was already investigated by our lce in complaint (B)(4). Most probable root causes could be determined as follows: the condensator c109 has a partial break-through which overloads the voltage converter which lead to the reported error. The event occured during patient treatment and the device was directly involved. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).